Event description:
Pt report: medtronic form submission (B)(4). My (B)(6) son underwent emergency surgery last week, due to a failed ventricular shunt that was recalled by medtronic.

Manufacturer narrative:
(B)(4). The product was unavailable for return. Therefore an eval of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. On february 12, 2009, medtronic neurosurgery issued a voluntary recall on all bioglide snap shunt ventricular catheters.